Event description:
The customer contact reported that during testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.